Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report number 1221359-2022-05185.

Event description:
The patient reported two false positive results with the ID now covid-19 assay on separate dates in (B)(6) 2022. This report is for result one (1) of two (2). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022. Confirmation pcr testing was performed the same day which generated a negative result. (Pcr platform, sample type and CT value not reported) the patient indicated that they had been vaccinated (x4) for covid-19 (last vaccination in (B)(6) 2022) and was asymptomatic at the time of both tests. No additional information, including location of where testing was performed, was reported.